Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter failed to retract during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Results: no sample or photo was returned for evaluation. Review of DHR revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed that one unit with damaged grip (non-activation) was found during the pco sampling for which qn 200685783 was generated. No further reject activity findings throughout the build of this lot were disclosed that would impact the outcome of the quality of the product relevant to the defect stated. Observations and testing could not be performed because units were not received for investigation of this incident. The peura (end user risk analysis) showed that due to low occurrence, current risk is acceptable. Conclusion: confirmation of the defect of needle retraction failure as stated in the pir could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defects stated in the pir. Potential contributor may have been manufacturing based on the qn initiated for damaged grip which caused non-retraction. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.